Manufacturer narrative:
Updated patient and device information was identified after the initial regulatory report was submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of therapy changes after the MRI was not determined. Hcp stated it was most likely due to a cerebral event/ neurological deterioration. To resolve this issue patient will be having a neurology eval. It was reported the issue was not yet resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient representative (rep). Patient rep reported that therapy was working really well for the first 8 weeks and then patient had an unrelated tia stroke and was in the hospital for 4 days. The healthcare provider (hcp) present turned the device off before MRI and when they turned it back on they changed the settings and patient had a bad reaction to it. The manufacturer representative (rep) met patient at the doctor's office and changed from program 2 to 4 and the stimulation felt too strong for the patient so they decreased it until it was comfortable. Caller also mentioned patient was taking antiseizure drugs after the tia. Patient was not having good results with the new program and amplitude. They felt like they had to pee and will try for 5-10 minutes and they can't. Half hour later they would have the urge to urinate. Off and on day and night but they still had times where they were able to void a lot. Prior to implant patient was experiencing frequency and retention and they tested patient and could see 50% of urine was still in the bladder. Yesterday and today patient was standing at the sink and thought they felt the urge to urinate and before patient could get to the bathroom, they were incontinent which patient did not experience previously. Patient will also get the feeling like they had to have a bowel movement and wasn't constipated but during the day intermittently they got the urge to have a bowel movement and nothing happens. Caller thinks it was the tia that caused changes to patient symptoms and also discussed that program 4 may not be a good fit for them. Caller asked for assistance changing back to program 2 and patient services reviewed how to do so. Caller intends to follow up with managing physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was in the hospital and had an MRI yesterday. The caller stated the doctor turned off the device for the MRI and then turned it back on. The caller did not know what the setting was before the MRI but stated the patient peed all over and had diarrhea all over the bed. The caller stated this was day two of the patient having diarrhea and was without control. The caller was asked if the patient was in MRI mode and the caller stated they did not think they put the device into MRI mode. The caller did not know the serial number of the ins and did not have an ID card. The caller stated the programmer showed a different setting when therapy was turned back on after the MRI. An overview of how to use the handset and communicator to check therapy status was provided to the caller. The caller stated not being able to check therapy right now as the patient just had diarrhea and was in the hospital and they were cleaning the patient. The caller mentioned not being comfortable using the equipment and would contact the doctor. The issue was not resolved through troubleshooting. The caller stated the patient was implanted in november. Additional information was received from the patient's representative on 2025-jan-06. The patient's rep called in regarding the same issue previously reported. The caller stated they called the healthcare provider (hcp) and the hcp redirected them to call the manufacturer to ensure therapy was on. The caller was guided through the steps on how to connect to the app. The caller confirmed that therapy was on and at the previous setting the patient was programmed to. The caller stated that last night and again this morning they noticed that the patient did not have the sensation to pee. The caller stated that when the patient would get up they were completely saturated. The caller was redirected to the hcp to further assist.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The hcp reported the device/therapy/procedure were not causal or contributory with respect to the patient's cerebral event/neurological deterioration. Additional information was received from the patient representative. They called back and reiterated previously noted events. The caller also stated that today the patient was at their hcp's and had a bladder retention test performed and the patient's bladder was 100% full. The caller stated the doctor increased stimulation and they were waiting to see if the therapy adjustments were effective. Therapy expectations were reviewed with the caller. The caller also stated the patient had been diagnosed with mild cognitive disorder and inquired about whether or not the patient's diagnoses could impact therapeutic benefit. The caller was redirected to the patient's hcp. External device charging expectations were reviewed with the caller as well.